Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin redness and sores under the therapy pads and electrodes of the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a skin cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.